Manufacturer narrative:
(B)(4). As regards with the available information in this complaint, the root cause of the incident was not determined; because the sample was discarded. This complaint will be kept under the trending records that are followed during the quality reviews for further actions to be taken.

Event description:
This is a spontaneous case was reported to baxter france. The complaint refers to (B)(4). The reporter states that during priming, the restitution line was obscured by a plastic piece from (B)(4) line. This issue occurred during priming. The sample is not available for evaluation. There was no patient injury or reaction reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.